Manufacturer narrative:
Event occurred (B)(6) 2017 and was not reported until (B)(6) 2019. This incident is considered an off label use of the device.

Event description:
Patient reported burns, scarring from dermal resurfacing procedure.